Manufacturer narrative:
(B)(4). No further information is available. If the sample becomes available, a followup report will be submitted.

Event description:
This is a spontaneous report received by baxter (B)(4) from a sales rep on (B)(6) 2010 about a transfer set (code: (B)(4), batch: h08k17038) which got loose from the titanium adapter on (B)(6) 2010. The patient immediately went to the dialysis center. No peritonitis was diagnosed and no patient injury was reported. The sample is not available.